Event description:
It was reported that during a prostate procedure, the first fiber was switching from ready to standby with the message 'clean the fiber tip'; at 100kj they utilized a second fiber. Reportedly, after connecting the second fiber, the same issue occurred. The case was completed with turp. Patient outcome: "no patient injury".